Event description:
On (B)(6) 2011, cardiacassist was made aware of a patient death due to blood loss at the arterial cannula insertion site shortly after support had been initiated. Shortly after a pci procedure was initiated, a drop in flow was observed, and bleeding at the rfa access site was noted. The tandemheart pump was clamped, and the arterial cannula was advanced. The tandemheart pump was restarted, but bleeding was still observed. The arterial cannula site was imaged, and it was determined that the cannula had curved into the soft tissue. The tandemheart pump was stopped, pressure was applied, and vascular surgery was notified for a rfa repair. The patient expired a short time later. The arterial cannula is not manufactured nor supplied by cardiacassist.

Manufacturer narrative:
The tandemheart system components were not returned for evaluation. Per the information provided by the hospital, no malfunction of any of the components of the tandemhart system was observed. The blood loss due to the placement of the arterial cannula was determined to be the root cause of the incident.